Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling as if about to "black out" when standing after use of a cell phone. The patient questioned if this was related to the cell phone use. The patient further reported medication changes and also that changes were made to the device and the physician indicated that the patient was not getting enough oxygen. No further patient complications were reported as a result of this event.